Event description:
A low reading issue was reported with the freestyle libre 2 sensor. Customer received an unspecified low scan result and subsequently experienced a loss of consciousness. Paramedics arrived on scene and customer was administered unspecified treatment. No transport to hospital occurred. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is based on the customer's report of "almost a month ago". All pertinent information available to abbott diabetes care has been submitted.